Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Investigation on lot number. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
Patient reported the infusion set was leaking at the injection site on (B)(6) 2026.